Event description:
It was reported that the customer received a button error alarm. The buttons were unresponsive. Her blood glucose level was 289 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and cracked case at reservoir tube window corner.